Manufacturer narrative:
(B)(4). Physio-control provided technical support and advised the customer to replace the batteries with new batteries. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device turned itself off during boot up. Once completed the boot up, it turned itself off. When it was turned on, it turned itself off again. There was no patient use associated with the reported event.